Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The internal components were exposed just distal to distal coupler due to torn pellethane tubing. The pellethane tubing was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of torn pellethane tubing remains unknown.

Event description:
During an atrial fibrillation procedure, resistance was noted when the catheter was removed from the introducer sheath. Inspection of the catheter revealed the coating was slightly exposed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.